Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v286691, implanted: (B)(6) 2009, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient via the manufacturer representative reported that they had one and then another, but the second time it did not work right so they had it taken out. The patient was brief and provided no further details. There no patient symptoms reported. The event occurred during use and the indication for use was unknown. No outcome was reported regarding the event. Further follow- up is being conducted to obtain information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient first started experiencing the second time that it didn't work after surgery on (B)(6) 2009. The patient observed that it didn't work during normal use as they had no control of the bladder. The patient's concern was having the stimulator not working and having no change in the therapy. It just didn't work at their health care provider's (hcp's office and after. The patient had no change in activity and their hcp change the programming often. The patient's symptoms were no bladder control, many tries for adjustments that lasted only a few days and the patient went back to see their hcp. This went on for many months, and the decision was made to remove the device. The patient's device was removed on (B)(6) 2012.